Event description:
It was reported that when using the bd pyxis¿ es server required cabinet name change. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, medical device catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the cabinet name change issue. The technical support specialist (tss) dialed into the station and confirmed the device name was updated as provided by the customer. Upon checking the storage space configuration, it was verified that the storage space names did not include the device name. The server was accessed to confirm the device name update and that sync information 2.0 reflected the same, while the computer name remained unchanged. The station was accessed, services stopped, and the database backed up. The name was updated as per knowledge article computer name change instruction, and the station was rebooted. Medapp launched successfully without entering 'unknown device' state. Sync info 2.0 showed the updated computer name and upload timestamp. Load and count messages were resent, and the name was updated in salesforce and remote smart service. The customer was informed and asked to verify the changes. Upon confirmation from the customer, the case was closed as the name change request was fulfilled. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis es server required cabinet name change. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.